Event description:
A falsely elevated troponin I result of 19.69 ng/ml was obtained on a patient sample. The result was reported to the physician. The laboratory repeated the test after re-spinning the sample and a result of 0.00 ng/ml was tested on an alternate methodology and a result of 0.01 ng/ml was obtained. Patient was treated with heparin. Additional information was provided regarding patient treatment. Unable to determine adverse health effects due to falsely elevated troponin I results. Although the sequence of events indicates that the most likely cause for this event is a pre-analytical issue, it cannot be concluded dur to insufficient information received form the customer.